Event description:
It was reported when the device was used during a roux-en y gastric bypass procedure, it did not produce staples along the entire right side of stapler cartridge. The case was completed using sutures with no pt consequence.